Event description:
A report was received that the patient experienced discomfort from the pocket site and reported that it would get hot randomly. The patient underwent a revision procedure wherein the ipg was replaced. The physician did not suspect malfunction. The patient did well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint of getting burning sensation could not be verified. The charge profile indicated that the maximum temperature during charging cycles in the patient¿s body was within the limit. The possibility that electrical leakage could cause pain in the patient¿s pocket site was investigated. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient experienced discomfort from the pocket site and reported that it would get hot randomly. The patient underwent a revision procedure wherein the ipg was replaced. The physician did not suspect malfunction. The patient did well postoperatively.